Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow-up, this device was unable to be successfully interrogated. It was additionally stated the patient complained of discomfort. The device was also unresponsive to magnet application and has been scheduled for replacement. The date was not known and the patient discharged at this time. The device was subsequently explanted and replaced about ten days later. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.